Manufacturer narrative:
Investigation is ongoing. Device expected back.

Event description:
As reported by the field clinical specialist (fcs), during a procedure with the 26mm sapien 3 ultra in the aortic position via transfemoral approach wire access across the native valve was lost when advancing the delivery system around the aortic arch. The device was getting caught at the junction of the right external iliac; it was believed that the wire that was across the native valve was not optimally oriented within the left ventricle causing the wire to have an awkward track around the aortic arch. It was decided by the operators to remove the entire system and prepare a new valve on a fresh delivery system. The operator attempted to retreat the crimped valve back into the esheath. Under fluoroscopy, it was observed that the valve was not within the confines of the sheath and the valve may be stuck in some plaque. A cutdown was performed. There was a dissection to the artery which was repaired when the operators performed a cutdown on the artery to remove the system. Plaque and arterial tissue were imbedded within the struts of the valve frame. The distal tip of the esheath was split, jagged and torn.

Event description:
Per pre-decontamination observations, a pin hole was observed on crimped balloon proximal to crimp marker.

Manufacturer narrative:
The commander delivery system was returned partially locked in packaging position fully inserted through 14f esheath and full loader assembly. A stopcock and atrion was attached to the yconnector/balloon port with 23 ml of fluid in atrion. Half of fine adjust and no flex were in use; the proximal strain relief was bunched on the balloon shaft. The sapien ultra 3 valve was crimped on the inflation balloon and blood was observed inside balloon. A pin hole was observed on the crimped balloon proximal to crimp marker. No damage was observed on the valve and the valve was unable to be deployed and had to be removed. The returned device was visually inspected; the balloon was inflated and a pinhole was observed on the crimp balloon, proximal to the crimp marker. No other visual abnormalities were observed on the delivery system. The delivery system was functionally tested and showed no abnormalities; the device was able to flex and unflex, and fine adjust mechanism was able to articulate without issues. Dimensional inspection was performed; the double wall thickness of the crimp balloon was measured near the pinhole. A thin wall could leave the balloon more susceptible to damage and may be indicative of a manufacturing nonconformance. All measurements were within specification. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, therefore a manufacturing mitigation review is not required. A lot history review was performed and revealed no other complaints relating to the complaints navigate and position catheter to target location unable to track system through anatomy, withdraw catheter and valve through vasculature sheath difficulty or inability to withdraw system with valve through vasculature and failure balloon leak the complaints for navigate and position catheter to target location unable to track system through anatomy and withdraw catheter and valve through vasculature sheath difficulty or inability to withdraw system with valve through vasculature were unable to be confirmed, therefore a complaint history review was not performed. A complaint history review on confirmed device complaints for failure balloon leak identified procedural factors: excessive manipulation as a potential root cause applicable to the event. The instructions for use (IFU) for commander delivery system, device preparation manual and procedural training manual were reviewed. No IFU or training deficiencies were identified. A risk assessment was performed for the events navigate and position catheter to target location unable to track system through anatomy and withdraw catheter and valve through vasculature sheath difficulty or inability to withdraw system with valve through vasculature; no evidence of product nonconformances or labeling or IFU inadequacies were identified in the evaluation. Leakage from the crimp balloon was observed during postprocedural evaluation of the device that has not resulted in a patient harm or a device failure to perform its function. As there is no evidence of product nonconformances or labeling or IFU inadequacies identified in the evaluation, no further action is required. The complaints for navigate and position catheter to target location unable to track system through anatomy and withdraw catheter and valve through vasculature sheath difficulty or inability to withdraw system with valve through vasculature were unable to be confirmed. However, the complaint for failure balloon leak was confirmed upon visual inspection of the device. However, a manufacturing nonconformance was unable to be determined. Additionally, a review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. The complaint for navigate and position catheter to target location unable to track system through anatomy states, the first valve attempt was going normal until wire access across the native valve was lost when advancing system around the aortic arch. There was not good coaxial alignment with the valve and the device was getting caught at the junction of the right external iliac. Furthermore, because of this awkward track, the commander system was not in a coaxial alignment with the native valve as it was tracking into the ascending aorta. It is possible that guidewire management may have contributed to the reported tracking difficulties. If guidewire placement is lost, the guidewire may slack and the delivery system may not track well over a loose wire. Additionally, the provided imagery revealed the patients access vessels and abdominal aorta had calcification present. Obstructive calcification may have also inhibited the tracking ability and advancement of delivery system. The delivery system may have interacted with calcium nodes in the advancement pathway and the system was unable to progress further. As such, available information suggests that patient (calcification) and procedural factors (malpositioned guidewire) may have contributed to the complaint events. Per the complaint description of withdraw catheter and valve through vasculature sheath difficulty or inability to withdraw system with valve through vasculature and failure balloon leak, while he thought he was within the confines of the esheath, he started to remove the entire system through the sheath from the patient. He encountered resistance at the level of the junction of the right external iliac. Under fluoro, he confirmed that the valve was, in fact, not within the confines of the sheath and that the valve may be stuck in some plaque. As mentioned above, the provided imagery revealed the patients access vessels and abdominal aorta had calcification present. The crimped valve can interact with calcium nodes in the access vessel and get caught, resulting in the reported withdrawal difficulty. Furthermore, the device was likely manipulated to overcome the resistance during withdrawal. The valve and crimp balloon may have interacted, resulting in the observed pinhole on the crimp balloon. As such, available information suggests that patient (calcification) and procedural factors (excessive manipulation) may have contributed to the complaint events. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required. In this case, a vascular dissection occurred and was possibly due to procedural factors (device manipulation)and/or calcification of the access vessel that may have contributed to the complaint event.